Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported that they just had their leads replaced. It was noted that the patient took a bad spill and that fractured their leads. The patient was implanted for spinal pain and failed back surgery syndrome.

Event description:
It was reported that the patient experienced a shocking sensation from their implantable neurostimulator (ins). The patient stated that the stimulation was giving them ¿trouble¿ and had shocked them to the ground. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
The manufacturing representative (rep) reported the patient came into the office complaining of intermittent shocking when pushing on the back or certain postural changes. The shocking started after a series of falls and syncope caused by anemia. The lead placement appeared to be appropriate because when shocking wasn't occurring the paresthesia pattern covered the painful areas. The physician was requesting authorization from the insurance company for lead revision. Surgery was not yet scheduled. The patient and physician were hoping to schedule by (B)(6) 2015. Impedance check was within-normal-limits and x-ray imaging of the spinal cord stimulation (scs) system was taken. Reprogramming was attempted but the intermittent shocking continued on all areas of the lead. The issue was reported to not have been resolved at the time of the report. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant products: product ID: 97754, lot# serial# nku109061n, product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(6) 2014, implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014,: product type: lead. (B)(4).